Manufacturer narrative:
One tapered screw vent tapered abutment was returned for inspection. Visual inspection revealed that the product is worn at the body and threaded region. The drive feature was likewise worn, but functional. Returned devices were examined visually. The device history record review was performed and did not identify any non-conformances. There were no manufacturing deviations identified which would cause or contribute to this complaint. A definitive root cause has not been determined for this complaint as the mating implant was not returned for inspection. The complaint is therefore non-verifiable. UDI (B)(4). Device evaluated by manufacturer: change ¿no¿ to ¿yes¿.

Manufacturer narrative:
Additional 510k number for device - k013227.

Event description:
The doctor indicated that the abutment (tac2) did not disengage from the implant. Doctor had to apply so much force in order to remove it.